Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood in the guide wire lumen and on the stent implant. There was crystallized contrast in the inflation lumen and on the shaft and hypotube. In addition, there were crimp marks between the markers on the loosely balloon that indicated that the stent implant had been properly positioned at the time of manufacture and the balloon was inflated. This is all consistent with the reported information that the product was prepared for use, inserted in the body, and at least partially advanced over a guide wire. Analysis noted that the stent implant was dislodged from the balloon, confirming the reported stent dislodgement. Analysis also noted that the entire length of the stent implant was mangled, which was not initially reported. The stent likely became mangled during attempts to retrieve the stent with the snare device. The protective sheath was not returned. Stent dislodgement can be influenced by many factors, including, but are not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, previously implanted stents, and/or accessory devices. To help ensure that the reported stent dislodgment is not the result of a manufacturing deficiency, all stent delivery systems (sds) are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. However, there was no report of any damage to the sds or stent implant prior to use, suggesting that the stent dislodgement and stent damage were a result of the procedure. Additionally, since it was reported that additional force was used during advancement and removal of the promus sds, it should be noted that the promus instructions for use (IFU) also states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. In this case, the attempt to cross through the previously implanted stent likely caused the 3.0 x 8 mm promus stent to get caught in the struts of the previously deployed non-abbott stent, which led to the reported difficulty to remove. Interaction with the 75% stenosed lesion may have also contributed to the reported difficulty to remove. Applying force on the promus sds when resistance was felt also likely contributed to the subsequent stent dislodgement. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection, and accessory device support; and is typically not associated with a product quality deficiency. The tip length of the returned product was measured and met manufacturing criteria. Since it was reported that an attempt was made to cross through a previously deployed stent, it should be noted that the promus IFU states: when treating more than one vessel per coronary artery with these stents, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Based on the information received with the reported event, the inability to cross appears to be related to the attempt to cross through the previously implanted stent. Analysis also noted a kink in the shaft, located distal to the guide wire exit notch, and multiple bends throughout the entire length of the hypotube. The kink and bends were not initially reported and likely occurred as a result of handling during the procedure or from handling of the product during packaging/shipment back to abbott vascular for investigation. The reported difficulties appear to be related to the operational context of the product and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. All stent delivery systems are visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the proximal circumflex with no tortuosity and no calcification. Pre-dilatation was performed. A non-abbott stent was placed in a previous procedure in the left main to left anterior descending artery, and an attempt was made to advance the 3.0 x 8 promus stent delivery system (sds) through the implanted stent; however, the sds became stuck with the previously implanted stent. Force was used to advance the sds forward a little and then the sds was attempted to be removed; however, resistance was noted with the implanted stent and the lesion, and the promus stent dislodged. A snare device was used to successfully capture the stent, and the procedure was completed with balloon angioplasty only. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion. Guide cath: access 7fr sl3.5. Stent: cypher. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.